Event description:
It was reported that the patient stated wanting a "new and better" inflatable penile prosthesis (ipp) because the current device's pump got "super hard". The patient stated "not liking" the ipp because of this. It was indicated patient liaison would be contacting the patient for further instructions. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.